Event description:
The event involved a 14" ext set w/4 gang 1o2® manifold w/baseplate (blue, green, yellow, red), check valve, clamp, rotating luer, 1 ext where it was reported intravenous (IV) infusions attached to manifold was leaking fluid from buttons of the manifold. Interruption of continuous IV medications could potentially affect patient¿s heart rate, blood pressure, pain management, and sedation levels. The caregiver changed out leaking manifolds to address the issue. The product was used on a patient at the time of the incident. No patient harm or serious deterioration in the state of health of the patient. There was a delay in critical therapy when the problem was noted as patient was not receiving full dose of IV meds.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Additional contact: (B)(6).

Manufacturer narrative:
Received two (2) used b55005 ext set w/4 gang 1o2® manifold w/baseplate (blue, green, yellow, red) for inspection. No defects or anomalies were noted. Each valve was connected to a 36" head height fluid reservoir from the side port, primed, and left for 24 hours. There was leakage from the green port button on both samples. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 8/1/2024.